Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the device failed to start up. Upon checking m cabinet fse found that the fdc and ts had no power, and checked the dcps found that there was input but no output. To resolve the issue fse replaced dcps. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to startup; the software reached the countdown time 00:00 and then stopped. There was no reported patient or user harm. The device was outside of clinical use at the time of the alleged issue. The field service engineer (fse) replaced the digitally controlled power supply (dcps) returned to use with full functionality.